Manufacturer narrative:
Corrected information: b5.

Event description:
It was reported that, after the plaintiff underwent a left r3 thr with anthology on (B)(6) 2017 due to an advanced avascular necrosis with early collapse, the patient suffered from multiple dislocations which were reduced under anesthesia (on (B)(6) 2017, (B)(6) 2018). A revision surgery was performed on (B)(6) 2018, in order to exchange the cup, the liner and femoral head. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after the plaintiff underwent a left r3 thr with anthology on (B)(6) 2017 due to an advanced avascular necrosis with early collapse, the patient suffered from multiple dislocations which were reduced under anesthesia (on (B)(6) 2017, (B)(6) 2018). Also, x-rays showed significant vertical inclination of the cup with concerns for polyethylene wear resulted in slight superior migration of the head. A revision surgery was performed on (B)(6) 2018, in order to exchange the cup, the liner and femoral head. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the patient¿s activities and body movements during the early post-operative phase likely led to the dislocations and tearing of the posterior capsular repair. Resulting in further dislocations and subsequent revision. It cannot be concluded there was a mal performance of the implants. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of instructions for use for total hip systems revealed in postoperative warnings and precautions to highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, patient anatomy, user error and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).